Event description:
Rptr has developed the following: swollen throat and palate, problems swallowing, lymph node problems, scleroderma, sensitive eyes, weight gain, itching nerve endings, lumpy knots (right breast painful), slurred speech, left implant bleeding silicone, confusion, memory loss, heavy menstrual periods, muscle and joint pain, asthma, poor circulation, tumor in 1992, chronic fatigue, breast hardening and pain 3 wks after surgery.